Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2013. On an unspecified date/time, the patient reported obtaining blood glucose readings of ¿150, 190 and 150 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20% . The patient manages her diabetes with insulin (insulin pump therapy); however, it is not known if she made any changes to her usual diabetes management regimen in response to an alleged inaccurate reading obtained with the subject meter. The patient informed the cca that a couple of hours after obtaining an inaccurate result she developed symptoms of shaky and dizzy; however, denied receiving medical treatment. At the time of troubleshooting, the cca confirmed that the patient was using the correct technique. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter inaccuracy began.